Manufacturer narrative:
No product returned to angiodynamics for evaluation. A photo was provided for this complaint showing fluid droplets on the catheter tubing approximate 4-5cm distal from the suture wing. The exact failure mode of the catheter tubing that is allowing the leak to occur cannot be determined via the picture; e.g. Clean slice, longitudinal burst, round puncture. The customer's reported complaint description of catheter tubing leaked near the insertion site was confirmed based on the provided photo showing the leak location (see attached). Although the photo was provided, without receiving the PICC complaint sample for evaluation a definitive root cause for the catheter leak cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: as noted during the review of the directions for use (dfu) item number (B)(6) that is supplied in the reported kit, the following precautions/warnings are stated: warnings: · do not use if package is opened or damaged. · do not fully insert catheter up to suture wing. · do not use sharp objects to open package as damage to the device may occur. · if catheter and accessories show any sign of damage (crimped, crushed, cut, etc.), do not use. · do not use sharp instruments near the extension tubes or catheter shaft. Precaution: do not use sharp objects to open package. Catheter repair in the event that the catheter is accidentally torn or broken, it is recommended that the catheter be replaced. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A executive territory manager reported an end user experienced an issue when using a PICC from a can 4f sl bioflo pasv PICC nursing tray kit. The PICC was placed (B)(6) and noticed to be leaking from inside the insertion site on (B)(6). PICC was removed and the patient was managed with a piv. The patient was stable and unaffected.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).